Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead was an attempted implant. During the procedure an insulation anomaly was noted. In addition, the helix could not be extended. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.